Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending of the odor/smells issue was reviewed for the past six months (march 2017 to september 2017) and no significant trend was observed. The oil mist filter and vacuum pump oil were not available for return. The assignable cause of the odor/smells are the vacuum pump oil and the oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil and the oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(6). (B)(4).

Event description:
While onsite performing corrective maintenance to the sterrad® nx sterilizer, an advanced sterilization products field service engineer (fse) identified an odor emitting from the sterrad sterilizer. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.